Event description:
It was reported that the drill was broken during op. The drill was remained in the bone once, but it could be removed from the bone with pliers. There was about 5 min delay in op. There was no adverse consequences for the pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.